Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The correct date of "g3: date manufacturer received" is "november 8th, 2021", not "november 2nd, 2021" as reported in the initial report. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, omsc surmised that this reported phenomenon was attributed to improper connection of the s repair unit and the first regulator unit, the exact cause of which could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems (B)(4), it was found that there was heavy leakage from first regulator unit. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.